Event description:
It was reported the patient's experiencing ineffective therapy wherein pain felt at the ipg site. As a result, surgical intervention occurred wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.